Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported, orif was performed on (B)(6) 2023 and the t2 alpha gt nail was implanted in the right femur of the patient. On (B)(6) 2024, the nail breakage was confirmed. The doctor's opinion is that the nail was broken because the load may have been applied on the nail due to the pseudarthrosis. The revision surgery will be performed on (B)(6) 2024.

Event description:
It was reported, orif was performed on (B)(6) 2023 and the t2 alpha gt nail was implanted in the right femur of the patient. On (B)(6) 2024, the nail breakage was confirmed. The doctor's opinion is that the nail was broken because the load may have been applied on the nail due to the pseudarthrosis. The revision surgery will be performed on (B)(6) 2024.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other was provided. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. Manufacturing and inspection records confirmed the item had been released in accordance with specs. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a 43-year-old male patient (no data given) had been treated with above nail on (B)(6) 2023, due to an unknown fracture of the femur. Allegedly on (B)(6) 2024, nail breakage was determined and subsequently revised on alleged (B)(6) 2024. Further information, like medical records, were not provided. The implant had broken after approx. 15 months. As neither implant nor medical records were provided for investigation a real root cause could not be determined. With available information a product deficiency was not verified. If further information becomes available, we reserve the rights to re-open the investigation and to re-assess the root cause assessment.